Event description:
During the procedure, the non-abbott needle punctured through the sheath while inside the patient. Additional information is currently unavailable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as no lot number was provided. Based on the information received, the cause of the reported sheath puncture could not be conclusively determined.

Event description:
Further information from the field confirmed that the sheath puncture occurred outside of the patient while preparing the device with a non-abbott needle.